Manufacturer narrative:
Sirtex followed up with the physician and was told the "patient stayed overnight and was in some pain" and no other details were provided. Pain is an expected adverse event listed in the IFU. Sirtex medical affairs has stated that stasis is a procedural complication and could be considered an adverse event should the patient be under dosed. It was also stated that stasis most commonly occurs due to the patient's physiology. Batch record review showed the device was manufactured to released specifications and had passing quality test results. A retrospective MDR has been filed out of an abundance of caution due to the potential for serious injury should the full dose not be able to be administered.

Event description:
Physician reached stasis unexpectedly. The patient stayed overnight and was in some pain.